Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer experienced resistance while loading the cartridge. Reportedly, the customer believes it was the needle. The customer's blood glucose level was not impacted and the customer was able to load the cartridge successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.